Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap. Pall. Stoma due to rectum carcinoma. Event description: treatment: lap. Pall. Stoma due to rectum carcinoma. After completed stoma insufflation by insufflation-needle the surgeon oa [name redacted] set the first trocar at the left upper abdomen. The abdominal wall was lifted up with a metal bracket. Awaiting some adhesions he mentioned that it was hard to drill the trocar/obturator downwards (well known left/right twisting). After getting through the abdominal wall, [name redacted] mentioned a higher resistance than usual by pulling ot the obturator. Outside the trocar he mentioned, that the tip of the obturator was ripped off (size about 1cm) and had remained in the abdominal cavity. No clinical impact to the patient. The surgeon inserter 1 more 11mm trocar and 2 5mm trocars as planned for this indication and removed the broken tip of the obturator without any problems. It was 1 fragment, no plastic parts remained in the body. Concomitant device: normal lap. Instruments as usual for this indication. Additional information received from applied medical representative via updated complaint form on 05oct23: customer ID corrected to (B)(6). Additional information received from applied medical representative via basg ref.: (B)(4) on 09oct23: translation: trocar skewer broke off after or during insertion into the abdominal cavity. The plastic fragments were recovered from the abdominal cavity and the evidence was secured additional information received from applied medical representative via email on 09oct23: the break seems to be a clean break, the surgeon told the tm that he only had to remove one piece. This was not a robotic case. Intervention: fragment was removed from the patient. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The clear fragment was identified to be the broken portion of the obturator tip. Based on the description of the event, it is possible that the broken obturator tip was caused by pre-existing adhesions at the incision site. However, the exact root cause of the broken obturator tip is unknown.

Event description:
Procedure performed: lap. Pall. Stoma due to rectum carcinoma. Event description: treatment: lap. Pall. Stoma due to rectum carcinoma. After completed stoma insufflation by insufflation-needle the surgeon oa [name redacted] set the first trocar at the left upper abdomen. The abdominal wall was lifted up with a metal bracket. Awaiting some adhesions he mentioned that it was hard to drill the trocar/obturator downwards (well known left/right twisting). After getting through the abdominal wall, [name redacted] mentioned a higher resistance than usual by pulling ot the obturator. Outside the trocar he mentioned, that the tip of the obturator was ripped off (size about 1cm) and had remained in the abdominal cavity. No clinical impact to the patient the surgeon inserter 1 more 11mm trocar and 2 5mm trocars as planned for this indication and removed the broken tip of the obturator without any problems. It was 1 fragment, no plastic parts remained in the body. Concomitant device: normal lap. Instruments as usual for this indication. Additional information received from applied medical representative via updated complaint form on 05oct23: customer ID corrected to (B)(6). Additional information received from applied medical representative via basg ref.: (B)(4) on 09oct23: translation: trocar skewer broke off after or during insertion into the abdominal cavity. The plastic fragments were recovered from the abdominal cavity and the evidence was secured additional information received from applied medical representative via email on 09oct23: the break seems to be a clean break, the surgeon told the tm that he only had to remove one piece. This was not a robotic case. Intervention: fragment was removed from the patient. Patient status: no clinical impact to the patient.